Event description:
This event was reported as the titanium was showing and coming away from the sewing ring. Pt had some strokes prior to the reoperation and it is unknown if they were related to device. No further info was provided.